Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0230127891 was returned and analyzed. During external visual inspection, the catheter was found to be intact, have no defects, and no nonconformities. The cirris tester e-114 sn (B)(6) was used to perform the shorts and mapping tests and both showed passing results. The zaxis tester e-106 sn (B)(6) was used to preform an occlusion test, failing results were observed. The pressure loss was 7.09. Its worthy to note the catheter previously had saline in it when it was used by a customer. The test capital system was used to perform a simulation test which concluded that pulse field ablation, radiofrequency ablation, and mapping were normal. In conclusion, the reported steam pop and ventricular tachycardia cannot be assessed through testing. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the steam pop was visible on intracardiac echocardiography (ice) with only superficial echogenicity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sphere catheter, a steam pop during radiofrequency application #4 and subsequently went into ventricular tachycardia requiring defibrillation during radiofrequency application #6. The procedure was temporarily interrupted after each event but was continued and completed. No further patient complications have been reported as a result of this event.